Event description:
It was reported that during a laparoscopic colon resection the surgeon was using the shears when the device locked out. A solid tone was heard and error code 5 sounded. A new disposable was used to complete the case without consequence to the patient.